Event description:
An instrument operator was stuck on the finger with the instrument imt probe. The operator was treated in the emergency dept and is receiving anti viral therapy. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause of the finger stick by the probe is user error. The operator was operating the instrument with the lid up and the switch in bypass, thus bypassing instrument safety mechanisms to prevent accidental sticks by probes.

Manufacturer narrative:
No further eval of the device is required. The cause of the finger stick by the probe is user error. The operator was operating the instrument with the lid up and the switch in bypass, thus bypassing instrument safety mechanisms to prevent accidental sticks by probes. The instrument is performing within specifications.